Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer while running startup. The volume of the leak was about 4 ounces and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/24/2015. The fse found the tubing had become disconnected from the fitting of the drain valve vl4c and was causing the leak. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).